Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: the device was not returned for investigation and no images were provided. The evaluation was based on the information provided. Based on that, it has not been possible to determine the root cause of this event. Internal actions have previously been initiated to address this failure mode. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the user could not remove air from the delivery system due to leak from the hemostatic valve. He infused 100cc but it came out of valve only, so he gave up on using this device. He planned to place two stent grafts, but this one could not use and there was no backup, so the procedure was completed with placing one stent graft (zteg-2p-36-152-pf / (B)(4)) only. Patient outcome: unknown as information was not provided.